Manufacturer narrative:
Please retract this report 2017865-2026-00938, review of additional information indicates that the device should not have been reported as there were no allegations or complaints on the product.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No further information was received.